Event description:
Healthcare professional reported shortly after injection with juvederm ultra xc in the glabella pt experienced an occlusion at the injection site. Pt was treated with vitrase and warm compresses. The day after injection the pt was prescribed nitroglycerin ointment and oral niacin; since this time the pt has not returned to the healthcare professional for further assessment.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of an occlusion is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings. The product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization.